Event description:
It was reported that the screen was not working during use. The ventilator was still running, but the user decided the switch to a different device. No patient injury was reported.

Manufacturer narrative:
The affected device was tested by dräger service, and the log file was secured for analysis. The device analysis found that the lc display of the cockpit unit was faulty. A new display was installed to solve the issue. Afterwards, the device passed a full functional test without deviation. An ongoing therapy is not affected by a faulty display and is continued with unchanged settings. Monitoring functions and the user interface of the cockpit may be impaired. Safety-relevant parameters such as fio2, minute volume, or airway pressure as well as an indicator for the ongoing therapy are displayed in the secondary oled display of the ventilator located on the ventilation unit. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The device has no UDI as an UDI was not required at the time the device was manufactured.